Manufacturer narrative:
(B)(4). Method: film. Results: inherent risk of procedure (occlusion, stent graft kink); patient's condition affected effectiveness of device (narrow distal aorta). Conclusion: device failure/lack of effectiveness related to patient condition (narrow distal aorta).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during the initial implant the stent grafts were modeled with a balloon. A CT post implant revealed that the distal aorta was 15 mm in diameter with the stent grafts implanted and the iliac limbs were crossed. Three weeks ago the patient presented with lower leg pain and a CT revealed that the contralateral side was occluded up to the flow divider resulting in limited blood flow. The contralateral iliac stent graft limb and the gate of the bifurcated stent graft were kinked. The physician believes that the combination of the small diameter distal aorta and the modeling the stent graft with a balloon one side at a time (no kissing balloon) most likely caused the occlusion. The decision was made to perform a femoral to femoral bypass which successfully restored blood flow to the lower extremities. No additional clinical sequelae were reported and the patient is fine. Review of several returned still angio images showed that the contralateral limb was within the left iliac, crossing over the ipsila teral limb. The contralateral limb is occluded from above the flow divider through the entire length of the contralateral limb. The left limb appears kinked approximately 2 rings below the gate, possibly in the area of the distal aorta where it crosses the ipsil ateral limb. The cause appears anatomy related.